Event description:
It was reported that the patient never had therapeutic effect. The healthcare provider (hcp) switched the patient from prialt to morphine approximately 4 months ago, (approximately (B)(6) 2014). The patient was on a lower dose of morphine compared to their trial, and he still had some (bladder) retention, which was controlled with oral medication. It was noted the morphine had helped a lot with the pain. The pump system was being used to infuse prialt (old) and morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
F10. Patient codes have been updated to the following for this event: c50790 does not apply to this event, additional information received reported that the bladder retention event was not related to the implanted device or drug.